Event description:
It was reported the calibration on the stylus was off. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the calibration on the stylus was off. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However, the stylus pen was calibrated as a preventative measure. It was noted that the display rear cover was damaged and the grommet on the handle was out of place. (B)(4).